Event description:
It was reported that during the attempted implant, the physician compromised the lead insulation. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the outer insulation was breached cut. It was also noted that the proximal conductor was cut, there was blood in/on the helix/lobe mechanism, and the lead appeared to have been damaged at implant.